Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover on the imaging system was damaged. To resolve the reported issue, the x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete docking protocols nor start up. The pendant on the system was stated to display an "osd lockout". The key was reported to be in the unlocked position. The dongle was reported to be fully seated and that the interface (umbilical) cable was seated. Restarting the imaging system did not restore functionality, as a motion calibration prompt appeared, but the gantry would not dock. There was no patient present when this issue was identified. No additional information was provided.